Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2004, three gore excluder aaa endoprostheses were implanted. On an unk date, a proximal type I endoleak was identified. No aneurysm growth was noted. On (B)(6) 2007, a gore excluder aaa endoprosthesis aortic extender component was implanted. The proximal type I endoleak was resolved and the pt tolerated the procedure. The pt expired on (B)(6) 2009.